Event description:
It was reported that when flushing the valve during operation, the flow of water was lower than previous valves. After the operation, the pressure level was changed to 0.5 since there was no improvement in symptoms. However, fluid didn't flow and symptoms were only improved by pumping. After replacement surgery, pressure level was set to 0.5 and pt made good progress.

Manufacturer narrative:
The valve was patent, but it did not pass leak testing due to a tear on the reservoir. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unk how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided.